Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose was 420 mg/dl at the time of incident and customer indicated that the cannula was bent. Customer treated with an insulin shot. Troubleshooting was declined by the customer and indicated that they will change out their infusion set. No further assistance was necessary.